Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the pump declared multiple temperature alarms while at room temperature. Customer's blood glucose level was 190 mg/dl. It was indicated that the customer will administer manual injections as alternate insulin therapy.